Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range shock impedances of greater than 125 ohms and noise on the right ventricular (rv) channel which resulted in inappropriate anti tachycardia pacing (atp). It was noted that this patient was evaluated and the decision was made to avoid further surgery, thus tachycardia therapy was turned off and the device was left in vvi mode with low rate 40 beats per minute. No adverse patient effects were reported.